Event description:
It was reported by service report that the brake on big wheel stretcher doesn't hold. Found foot end brake bar right on right side bent up just slightly, and was not holding. There was patient involvement, however no adverse consequences are reported.